Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pump would not turn on could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). There was no report of any patient harm.

Event description:
The customer reported that the pump would not turn on, the channels were not registering, and the user had to wiggle/shake the channels to get them to turn on to be able to use. Once turned off and back on the pump did the same thing. There was no report of any patient harm.